Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. Correction: d4: expiration date (update to n/a). H11: the device was received for evaluation. A review of the event history log (ehl) confirmed the reported ''infusion error" as a system error (se) 23502 (system startup failed). During functional testing, the se 23502 was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified in the ehl. The cause of the se could not be determined. There was no component replacement to resolve this event. However, this error code/issue occurs during setup of the pump and not while the pump is pumping/infusing. This se would only result in a delay of the delivery of intravenous (IV) solutions. Evaluation of clinical practice suggests delays occur for many reasons and do not create harm to the patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an infusion error. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.